Manufacturer narrative:
Strain relief. Medwatch sent to the FDA on 04/28/2017. The reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Further information has been requested of the initial reporter regarding: implant date and diagnostic testing. To date, no additional information has been received by apollo. Device labeling addresses the reported event as follows: precautions: care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments. Failure to secure the band properly may result in its subsequent displacement and necessitate reoperation. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body.

Event description:
Reported as: a patient with the lap-band system was reported to have "site of casing is painful. Casing moves around." The port was removed and replaced.